Manufacturer narrative:
(B)(4).

Event description:
It was reported that the needle was detached. Data was received but not investigated as data will not confirm the issue. Product was provided for investigation; however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
D9: device availability - additional h2: correction/additional information/device evaluation

Event description:
It was reported that the needle was detached. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the needle was detached. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.